Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual inspection reveled that only both plates and a piece of a broken suture attached to them are shown. The plates do not show stcrtural anomalies. The overall complaint was confirmed as the observed conditions of the omnispan meniscal repair 27deg would contribute to the complained devices issues. Based on the investigation findings, the potential root cause is traced to procedural variables such as handling of the device or product interaction during procedure; the double deployment failure results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger), therefore both plates are deployed at the same time. The root cause for the broken suture can be attributed to an excessive tension applied to the suture, consequently the suture broke. As per IFU use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. E1: (B)(4).

Event description:
It was reported by the sales rep in china that during a surgical procedure on (B)(6) 2024 the omnispan meniscal repair 27deg device double deployed. After the first firing, two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.